Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date of the disposable novasure device is not known. Neither the device nor radio frequency controller is being returned; therefore, the manufacture date of the disposable device and radio frequency controller is not known. We have been unable to obtain additional info surrounding this event. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as lot and serial numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Reference internal (B)(4).

Event description:
User facility reported at the conclusion of a novasure endometrial ablation that lasted approximately 80 seconds, a pt experienced a "vaso-vagal reaction which caused a flat line". Cardiopulmonary resuscitation (CPR) was performed. F/u with the physician on (B)(6) 2010, revealed that the pt was admitted to the hospital overnight for observation and was discharged the next day. The pt was reported to be "fine".